Event description:
The pt reportedly experienced intermittencies while using the external equipment. In 2005, the patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. A week after, the patient's device was evaluated. Testing performed confirmed the problem. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
It is believed that the failure of this ics device was caused by a loss of hermetic seal. This is concluded from the rga results and the intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feedthru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning properly. This older device configuration is not currently manufactured.